Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (10 mg/ml) at unknown dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient was in the emergency room with signs of overdose. The patient had been administered narcan. The hcp had a report that showed settings but was having a hard time finding dosage information. The pump may have been updated on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter, section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4). Additional information indicated that previous device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient was hospitalized and had lumbar surgery. The catheter was cut during the surgery and the patient was impatient during the event. The patient had the catheter repaired. No further complication was reported.